Manufacturer narrative:
(B)(4). Date sent: 9/20/2016. Batch # asku.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clip was partially formed after deployment. Subsequent clips that were deployed with the same clip applier were fully formed. The procedure was completed using the same device with no consequence to the patient. No device will be returned.